Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that during the insertion procedure of the dual lumen PICC line, the product broke off at or below skin level. The skin area was cleaned with betadine and the area was completely dry prior to insertion. The catheter was somewhat stiff. The insertion was guided with small smooth forceps. The catheter was never secured because the break occurred when attempting to pull back after meeting resistance during advancement of the catheter insertion process. 5cm of the catheter pulled back without any difficulty and then the catheter snapped leaving 5 cm retained in the patient which was inserted in the left antecubital vein and trimmed at the 15 cm marking. The patient had to be transferred to a local children¿s hospital and surgical intervention was performed on (B)(6) 2019 to extricate the retained piece of the catheter. The patient has a stable status.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated sample was received at the manufacturing site for evaluation. The sample arrived inside of a plastic bag with the original packaging. Upon a visual evaluation of the sample, signs of use were observed, and the reported issue was confirmed; the catheter revealed a clean cut at the end of the catheter. The product appears to have been manipulated. Due to the appearance of the catheter received it is possible that the catheter was damaged by instruments with sharp or rough edges during clinical use resulting in the catheter break. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.